Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the physician misread that the patient needed botox in their back muscles and injected it underneath both of the "brain caps" and all throughout the head. A lot of the wires were nicked. The patient had a new scan of their brain done and was re-implanted. No further complications are anticipated. Refer to manufacturer report #3004209178-2015-13318 for details pertaining to the reportable related event.

Event description:
It was reported that the patient had had an injection done on their scalp and the leads had been shorted because of that procedure. Leads had to be revised. Reference manufacturer¿s report number: 3004209178-2015-13318.

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID 3387s-40, lot# v663231, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: extension. Product ID 37651, serial# (B)(4), product type: recharger. Product ID 3387s-40, lot# v663231, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: extension. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).